Manufacturer narrative:
Additional information was provided: post procedure the patient had a large left groin hematoma requiring cutdown and evacuation with subsequent hypovolemic shock requiring blood transfusion and vasopressor support. The patient's postoperative course was complicated by acute kidney injury requiring dialysis. The patient then suffered from bradycardia requiring placement of tricuspid valve prolapse. The patient then developed progressive anuric renal failure and was started on venous dialysis. Later the patient became somnolent, delirious and bradycardic. He was transferred to coronary ICU for placement of tvp (temporary transvenous pacemaker) and he was intubated. After the episodes of bradycardia and hemodynamic instability the patient had increased troponin level. Echocardiogram showed preserved ef and no wall motion changes. The discharge summary reported the event as a non-st elevation mi. He was started on beta blocker and statin. Temporary transvenous pacemaker was removed. His metabolic derangements resolved with cvvhd, however, the patient remained anuric. Renal artery duplex ultrasound was performed, showing a patent stent. He was unable to be weaned from the ventilator. On (B)(6) 2013 he developed increasing ventilator requirements, as well as leukocytosis. The discharge summary further reported dense bilateral left extremity paralysis; there was no evidence of acute aortic dissection on a non-contrast CT scan and it was suspected the patient developed anterior spinal cord infarct at the level of the artery of adamkiewicz. The family expressed their belief that the patient would want not to be on mechanical ventilation for such a long period and comfort care only was elected. The patient was extubated and later expired. The additional information that was recently obtained on the death and mi does not meet the required criteria for medical device reporting as the information states that event was not related to the device. The left groin hematoma [which was likely attributable to the non-cordis sheath ] requiring cutdown and evacuation with subsequent hypovolemic shock requiring blood transfusion and vasopressor support along with the patient's significant medical and cardiac history likely led to the myocardial infarction and the patients subsequent death. There is no indication of a causal relationship between the stent placed in the carotid artery and the patients subsequent cardiac events that likely developed as a result of the left groin hematoma and exacerbated by the patient's significant history. Therefore, this event no longer meets the criteria for reporting under MDR regulations. No further reports will be forthcoming.

Manufacturer narrative:
Concomitant devices: angioguard rx, catalog number 601814rmc, lot number 70813455. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. This device remains implanted and not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the sapphire ww study, an angioguard rx malfunctioned after deployment at the target lesion during the carotid artery stenting (cas) procedure on a 77 year-old male patient. Another angioguard rx of same size was used instead. In addition the patient expired before discharge. The nih and rankin score were 1 at baseline. Patient has a medical history of transient ischemic attack, severe pulmonary disease, hyperlipidemia, clinical copd, coronary artery disease with high risk criteria of age greater than 75. The patient was symptomatic prior to the procedure which includes stroke prior to the procedure with blindness in one eye. Carotid artery stenting was performed on a 90% occluded lesion in the proximal left internal carotid artery of 20 mm in length and unknown vessel diameter. The lesion had moderate calcification. The lesion had moderate vessel tortuosity. A 6mm angioguard rx embolic protection device was passed through the lesion and was deployed successfully. A 9x 40 precise pro rx stent was successfully deployed at the target lesion. But the angioguard malfunctioned due to the defect which occurred after deployment of the filter. There was no technical problem with the angioguard directly but the sheath got kicked out so the angioguard was retrieved. No force was required to retrieve the angioguard. There was no difficulty in capturing the filter basket into the capture sheath. The filter basket was not suctioned prior to being withdrawn into the capture sheath. During filter retrieval the retrieval sheath was advanced while the filter wire was fixed. The angioguard was retrieved successfully and was replaced with another angioguard rx of same size. The new angioguard was successfully deployed past the lesion and pre-dilatation was performed. The residual diameter stenosis measured 50%. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. Post procedure the patient had a large left groin hematoma requiring conversion to open cea. The patient's postoperative course was complicated by acute kidney injury requiring dialysis. The patient then suffered from bradycardia requiring placement of tricuspid valve prolapse. Post-operative course also included large hematoma requiring cut-down and evacuation with subsequent hypovolemic shock requiring blood transfusion and pressor support. The patient then developed progressive anuric renal failure and was started on venous dialysis. Later the patient became somnolent, delirious and bradycardic. He was intubated and transcutaneously paced. After the episodes of bradycardia and hemodynamic instability the patient had increased troponin level. He was started on beta blocker and statin. His arterial line was giving inaccurate blood pressure and hence his titration of medication was discontinued. The patient was suspected to have spinal cord infarct at the level of the artery of adamkiewicz. The patient later expired before discharge. The patient was exited from the study on the same day. Additional information: the patient had not undergone any open carotid endarterectomy (cea) and had undergone only carotid artery stenting. The patient was symptomatic with atrial fibrillation pre-procedure. This device remains implanted and not available for testing and evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The patient expired before discharge. The official cause of death was not known. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported by the (B)(4) study, an angioguard rx malfunctioned after deployment at the target lesion during the carotid artery stenting (cas) procedure on a (B)(6) male patient. Another angioguard rx of same size was used instead. In addition the patient expired before discharge. The nih and rankin score were 1 at baseline. Patient has a medical history of transient ischemic attack, severe pulmonary disease, hyperlipidemia, clinical copd, coronary artery disease with high risk criteria of age greater than 75. The patient was symptomatic prior to the procedure which includes stroke prior to the procedure with blindness in one eye. Carotid artery stenting was performed on a 90% occluded lesion in the proximal left internal carotid artery of 20 mm in length and unknown vessel diameter. The lesion had moderate calcification. The lesion had moderate vessel tortuosity. A 6mm angioguard rx embolic protection device was passed through the lesion and was deployed successfully. A 9x 40 precise pro rx stent was successfully deployed at the target lesion. But the angioguard malfunctioned due to the defect which occurred after deployment of the filter. There was no technical problem with the angioguard directly but the sheath got kicked out so the angioguard was retrieved. No force was required to retrieve the angioguard. There was no difficulty in capturing the filter basket into the capture sheath. The filter basket was not suctioned prior to being withdrawn into the capture sheath. During filter retrieval the retrieval sheath was advanced while the filter wire was fixed. The angioguard was retrieved successfully and was replaced with another angioguard rx of same size. The new angioguard was successfully deployed past the lesion and pre-dilatation was performed. The residual diameter stenosis measured 50%. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. Post procedure the patient had a large left groin hematoma requiring conversion to open cea. The patient's postoperative course was complicated by acute kidney injury requiring dialysis. The patient then suffered from bradycardia requiring placement of tricuspid valve prolapse. Post-operative course also included large hematoma requiring cut-down and evacuation with subsequent hypovolemic shock requiring blood transfusion and pressor support. The patient then developed progressive anuric renal failure and was started on venous dialysis. Later the patient became somnolent, delirious and bradycardic. He was intubated and transcutaneously paced. After the episodes of bradycardia and hemodynamic instability the patient had increased troponin level. He was started on beta blocker and statin. His arterial line was giving inaccurate blood pressure and hence his titration of medication was discontinued. The patient was suspected to have spinal cord infarct at the level of the artery of adamkiewicz. The patient later expired before discharge. The patient was exited from the study on the same day. This device remains implanted and not available for testing and evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The patient expired before discharge. The official cause of death was not known. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by the (B)(4) study, an angioguard rx malfunctioned after deployment at the target lesion during the carotid artery stenting (cas) procedure. Another angioguard rx of same size was used instead. In addition the patient expired before discharge. The nih and rankin score were 1 at baseline. The patient was symptomatic prior to the procedure which includes stroke prior to the procedure with blindness in one eye. Carotid artery stenting was performed on a 90% occluded lesion in the proximal left internal carotid artery of 20 mm in length and unknown vessel diameter. The lesion had moderate calcification. The lesion had moderate vessel tortuosity. A 6mm angioguard rx embolic protection device was passed through the lesion and was deployed successfully. A 9x 40 precise pro rx stent was successfully deployed at the target lesion. But the angioguard malfunctioned due to the defect which occurred after deployment of the filter. There was no technical problem with the angioguard directly but the sheath got kicked out so the angioguard was retrieved. No force was required to retrieve the angioguard. There was no difficulty in capturing the filter basket into the capture sheath. The filter basket was not suctioned prior to being withdrawn into the capture sheath. During filter retrieval the retrieval sheath was advanced while the filter wire was fixed. The angioguard was retrieved successfully and was replaced with another angioguard rx of same size. The new angioguard was successfully deployed past the lesion and pre-dilatation was performed. The residual diameter stenosis measured 50%. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite but the patient expired with major adverse event before discharge. The official cause of death was not known.

Manufacturer narrative:
Please note that the alert date for the previous medwatch submitted (follow-up 3) had the incorrect alert date. The alert date should have been (B)(6) 2014. The incorrect date ((B)(6) 2014) was inadvertently provided. All other information reported in the previous medwatch (follow-up 3) remains unchanged.